Event description:
It was reported that the patient presented in clinic due to cardiac perforation. Device interrogation revealed loss of capture and x ray confirmed the cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.